Event description:
Information was received indicating that a smiths medical cadd-legacy® pump failed accuracy testing by +8.6. No adverse effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy +8.6%". Visual inspection found the pump's front and rear housings damaged. Inspection of the pump's event log revealed evidence that the customer did 3 volume accuracy tests. The delivery accuracy tests found the pump to be within the published specification of +/- 6%. The pump's expulsor was trimmed in order to bring the delivery into a more nominal range. The device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy +8.6%". Visual inspection found the pump's front and rear housings damaged. Inspection of the pump's event log revealed evidence that the customer did 3 volume accuracy tests. The delivery accuracy tests found the pump to be within the published specification of +/- 6%. The pump's expulsor was trimmed in order to bring the delivery into a more nominal range. The device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.